Event description:
Device malfunction: failure to deploy - thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the thumb advancer could not advance the clip delivery tube the last couple of centimeters. The safety release mechanism was activated, releasing the device from the tissue tract. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.